Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, mitraclip nt was implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, patient heart failure worsened and they began experiencing repeated hospitalizations. It was observed that the clip was slightly tilted. Decision was made to implant an additional clip.

Event description:
It was reported that on 12 march 2024, a patient presented with grade 4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, mitraclip nt was implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, patient returned with shortness of breath, heart failure worsened and they began experiencing repeated hospitalizations. It was observed that the clip was slightly tilted. Decision was made to implant an additional clip. Mr was grade 1+ after clip tilt.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported migration is related to patient condition, per case details. The reported heart failure and mitral regurgitation appear to be related to worsening patient condition, per case details. The reported patient effects of heart failure and mitral regurgitation, as listed in the mitraclip g4 system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.